Event description:
The threaded end of the cement restrictor inserter (modular piece) came off in the biostop cement restrictor during surgery. It was not noticed that the piece was left implanted until post op x-rays were reviewed.

Manufacturer narrative:
Examination of the returned product (inserter t-handle) could not confirm the reported event. The modular piece mentioned is actually a different product (restrictor holder) that screws onto the inserter. A depuy product development engineer stated a design change was implemented in august of 1999 to the inserter to prevent the holders from unscrewing. The complaint sample is the old design and has been inactive since august of 2001. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.